Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that his insulin pump has moisture under the screen and the buttons are sticking. Troubleshooting was performed. The customer stated that he covered the device with his wet bathing suit while he was at the beach and the buttons are unresponsive. No further information was provided.